Event description:
It was reported by service report that the headend right siderail could not be latched in the upright position and the ground jumpers were missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: timing link.